Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 73 hour extended tests at the customer's settings. The device passed troubleshooting final test which includes alarm and ventilation functions. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the ltv 1200 ventilator was alarming delivering lower tidal volume than what was set while connected to a patient. The customer confirmed there was no patient harm associated with the reported issue.